Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error including misalignment the insertion. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/01/2025, a sales representative via (B)(6) reported that an ar-1312 glenoid rasp and an ar-1309 slap rasp were not fitting down 7mm cannulas. This was discovered during a shoulder case but the patient was not affected.